Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, main pcba and pcba turbine was ordered by the customer and it was shipped already. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical while the vela ventilator was running, "vent inop/inoperable", "motor fault", "low pip/peak inspiratory pressure", and ""xdcr/transducer fault"" alarm triggered. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. 6. Tests/lab data, including dates.